Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is related to previously reported complaint of externalized conductors, reported on (mar 10, 2012), MFR number 2017865-2012-01604. It was reported that during device upgrade procedure, it was noted that the right ventricular lead exhibited high capture thresholds; the lead had a history of externalized conductors. The left subclavian vein was occluded on the left side; the lead was capped, and a new lead was implanted on the other side. The patient was in stable condition.